Manufacturer narrative:
All operating currents tested within specification. No blank display anomaly noted during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked belt clip slot, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the display on the insulin pump is blank and does not switch on cracks near the battery compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.